Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported info.

Event description:
It was reported the 'implant break upon insertion. Implant cracked at the connection to the draw rod. We were using the draw rod only not the shaft and draw rod only not the shaft and impacted it in. No harm to the pt. Additional info was requested by integra.